Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information provided in follow-up # 1. The ¿additional MFR narrative¿ field of follow-up # 1 should have read as follows:the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this compliant have been further evaluated by lifescan product analysis. Test strips were stuck together due to not being cut properly during slitting and vialing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.